Event description:
It was reported by the affiliate during a low anteiror resection procedure, that the dr placed the contour across the bowel, and tried to close the gun. He could not close it. He removed it from the pt and still could not closed it. He used a tx30g instead. I have looked at the cs40g in question. The staple drivers are up and I can see no staples. There was no adverse patient consequence. One device returning.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.